Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection to the piezo.

Event description:
Patient reported elevated blood glucose levels and that pump alarms were not audible.